Manufacturer narrative:
(B)(4). This is a report of a use error where a clamp was open during set-up, resulting in a leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fluid was leaking from the tubing from the white cap. This was noted during set-up of peritoneal dialysis. The patient was not connected. During troubleshooting, it was found that the clamp was open, resulting in fluid leaking out of the line onto the floor. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with the patient. The patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.